Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found.

Event description:
It was reported that the patient had recurrent (B)(4) bacteremia. Transesophageal echocardiography done showed echodensity on the right ventricular lead as it transverses the right atrial lead and 2+ mr with a post leaflet valve echodensity. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2007. Beta blocker, ace inhibitor, warfarin, diuretic, statin, antibiotic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.